Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the during the device's operational check, it had a low joules reading. There was no patient involvement.